Event description:
I had never experienced such painful or any abdominal pain until I had the essure device implanted. The product is made by bayer. The procedure was done in (B)(6) 2013. That summer I started having horrible abdominal pains. I got checked out and had to go into surgery that (B)(6) because very large cysts had formed on my ovaries. About 6 months after my surgery I went and got checked out because the pains started to come back off and on. They said more cysts had formed but they were small at the time. Over time the pains got worse I was feeling sick all the time and could not eat. In a (B)(6) 2015 I decided to see a gynecologist. When I went for an ultrasound she told me that I had to have a hysterectomy because my fallopian tubes and ovaries were so damaged and she wanted to get the essure device out. I was so scared. I went in for surgery (B)(6) 2016. I remember waking up at some point between then and the next day feeling awful. I was losing blood fast. I had lost over 800 ml of blood by the time they rushed me into emergency surgery to stop the bleeding. I missed out on so much time with my 2 children and work because of the essure device. Time that I'll never get back from surgeries and feeling so sick all that time. You can't even put a price on that. The essure device had given me the absolute worst experience of my life! I do hope that the FDA will think very carefully before allowing anymore use of the essure device.